Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a shock when walking through a security gate at (B)(6) when they first got the implant. The patient reported it shocked them and they thought they were going to hit the ground as it was so painful. The patient stated that they avoid security screeners if they could. It was reviewed that the device could be turned off when going through scanners to avoid this. No further complications were reported.